Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154vwc ICD, implanted: (B)(6) 2008; 5076-52 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Additionally, the visual summary analysis of the lead indicated damage at implant and stretching of the lead.

Event description:
It was reported that during the implant procedure, a competitor guidewire became stuck in the left ventricular (lv) lead. The lead with the guidewire was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.